Event description:
The customer returned the device for evaluation and repair of poor air/water supply issues. There is no reported harm to any patient or healthcare persons. Upon evaluation of the returned device, it was observed that there was foreign material clogging the nozzle. This is attributed to failure to clean adequately. Due to clogging of nozzle, air and water is not fed. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle as observed during device evaluation.

Manufacturer narrative:
Full name of the facility is medical corporation fukui internal medicine gastroenterology clinic. This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was foreign material clogging the nozzle. This is attributed to failure to clean adequately. Due to clogging of nozzle, air and water is not fed. Other observations for the device: suction cylinder is shaved; control unit has discoloration; due to wear of angle wire, bending angle in up direction and play of up/down knob does not meet the standard value; due to dirt on objective lens, there is lack of image on monitor; due to crack on distal end cover (c-cover), insulation resistance value at distal end does not meet the standard value; adhesive around light guide (lg) lens is peeled; objective lens has discoloration; lg lens has a crack; up/down knob has corrosion; adhesive on distal end rubber coating (a-rubber) has a crack and a scratch; and flexibility adjustment ring, grip, scope cover, scope cover unit, image guide protector, universal cord, switch box, connecting tube, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, switch (sw) sw1, protector of universal cord have a scratch. User¿s complaint of poor air/water supply issues was confirmed. Evaluation is.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. There were abnormalities in the accessories used for reprocessing. The distal ends were wiped/brushed with clean lint-free cloths, brushes, or sponges. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of water feeding function. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.